Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" error code (110b). There was no patient involvement when the issue occurred. No patient or user harm reported. While evaluating the device, the se reviewed the event log and observed a "check vent: proximal pressure sensor auto-zero failed" error code (110b). The se noted that the error code was not duplicated during a test run. The se replaced the solenoid valves (3 and 4) to resolve the issue.

Manufacturer narrative:
While evaluating the device, the se reviewed the event log and observed a "check vent: proximal pressure sensor auto-zero failed" error code (110b). The issue was not duplicated at the repair center; however, the error code was confirmed after reviewing the event log. The se replaced the solenoid valves (3 and 4) to resolve the issue. The suspected solenoid valves were returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) tech performed the testing. Tech verified and confirmed that no alarms or fault related diagnostic codes were generated during the standard test bed (stb) operation with suspect solenoids installed into gas delivery system (gds). Pil concluded that no problem/fault found related to returned suspect solenoids.